Event description:
This is a report of a patient who experienced a breach in aseptic technique resulting in peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The peritonitis was manifested by cloudy effluent and abdominal pain. The breach in aseptic technique was further described as non-compliance. On the same day, the patient was hospitalized for the event of peritonitis. The patient was treated with unspecified antibiotics. Dianeal therapies were ongoing. Fourteen days later, the patient was discharged from the hospital. The patient was retrained on aseptic technique. The patient was reported to have recovered from the event. No additional information is available.

Manufacturer narrative:
(B)(4). The patient's year of birth was reported to be 1969. The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.